Event description:
According to limited details reported to the distributor and co rep, a patient of unknown age and medical history underwent a surgical procedure (date unknown). The surgeon reportedly used bioglue surgical adhesive during a trigeminal nerve decompression case (not an indication in the product's instructions for use). During the procedure, the surgeon dispensed an unknown amount of bioglue on a pad between the trigeminal nerve and the effecting artery. It was reported that the patient had a stroke a few days after the surgery. The cause of the stroke was reported as a collapsed artery resulting from excess bioglue.